Manufacturer narrative:
A specific root cause could not be identified. Additional information and patient sample for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas e602 analyzer serial number (B)(4). Of the data provided, only the results for thyrotropin (tsh) and free thyroxine (ft4) were discrepant. (B)(4). The results were: tsh=0.17 miu/l ft4=>100 pmol/l free triiodothyronine (ft3)=16.6 pmol/l the sample was tested on a delfia analyzer and the results were: tsh=0.41 miu/l ft4=21.0 pmol/l ft3=17.8 pmol/l. Interference in the sample was suspected. Information concerning if any results were reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.